Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. After a tavr procedure completed with a seal sheath and valve,and closure with manta was attempted. The depth was measured at 5+1, artery size was 6.9-7.2mm and no calcification was seen. After the manta sheath was placed over the guidewire, the guidewire was removed, and the manta device partially inserted. When it was realized the guidewire had been removed the manta handle was also removed and the guidewire was inserted into the sheath. The device was then re-inserted and the lever partially rotated before it was indicated the device need to be pulled back to the measured depth. The device was then pulled quickly back to 3, instead of the measured depth of 5+1. While removing device the toggle became stuck on the subcutaneous tissue. The physician cut the suture to remove the handle, leaving the toggle on the guidewire. The new sheath was advanced down the wire, but became stuck when it hit the toggle from the original device, it was then realized manta could not be used for closure due to this. The physician opted to cross over from the contralateral side and insert a stent for closure. Post angiogram was clear. The IFU was reviewed and confirmed to list the following steps: step 4. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. Step 5. Once arterial hemostasis has been achieved, remove the guidewire. Additionally, the IFU precautions that in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician measured 5+1. The large bore sheath was removed, and the manta sheath dilator combo was inserted over the wire. Physician removed the wire. Physician, then inserted the manta device and tried to move the toggle back. Physician pulled back past the designated marker from 6 to 3. As physician was removing it, the anchor got hung up in the subq tissue and physician cut the suture. Physician went to insert the new sheath/dilator and it would not go. It was realized that the manta was hitting up against the anchor on the wire. It was discussed at this point that physician would not be able to get a device down that wire. Physician proceeded to cross over from the contralateral side and inserted a viabond stent in the r common femoral artery. The final angio was clear and the arteriotomy was sealed by the stent. Per phone conversation: additional information requested, was received 08apr2021: the manta dilator and sheath was placed over the .035" guidewire. The physician prematurely pulled the .035" guidewire with the dilator. The physician went to place the manta over the sheath, it was noted that the .035" guidewire was prematurely pulled out. The physician re-inserted the .035" wire through the sheath, and then placed the manta into the sheath and clicked in place. After clicking in the manta sheath, the physician partially pulled back the toggle. After the physician pulled back the toggle, it was observed, it was not performed per instructions. The physician was supposed to pull, the manta back to six, however was pulled too far back, to 3. At that point, the physician pulled out the entire device, and the anchor caught on the subq tissue, and the physician cut the suture. The manta procedure was aborted. Physician proceeded to cross over from the contralateral side and inserted a viabond stent in the r common femoral artery. The final angio was clear and the arteriotomy was sealed by the stent.